Manufacturer narrative:
A trilogy evo proportional valve and trilogy evo machine flow sensor were returned for investigation for allegedly failing the active exhalation control module (aecm) verification test. Product investigation lab (pil) is unable to confirm the complaint of the trilogy evo proportional valve and trilogy evo machine flow sensor. Visual inspection found no issues. Pil performed post-test on the pil trilogy evo multifunction test station, and the components passed testing. Pil concludes the components operate properly.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the test step for active exhalation verification. The device's 3-way solenoid and proportional valves were replaced to address the issue.